Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(6). Investigation summary: through the analysis of the photo sent by the customer, it is possible to observe the defective cylinder, bd can confirm/reproduce the incident in question. Furthermore, the analysis of the batch history (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible cause for this event is a kink in the cylinder molding step, where the part was still hot. The bent cylinder was forwarded to the assembly step and due to the condition of the cylinder, the tip of the syringe may have been damaged in the leak test step. It was not possible to observe the presence of foreign matter in the cylinder through the photos sent by the customer, bd cannot confirm/reproduce the incident in question. Rationale: the incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that syringe plastipak 3ml s/su had sharp material. The following information was provided by the initial reporter: syringe seems melted and with a sharp material in the luer.